Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient reports using the pump in manual mode. The patient reports they had awoken with low blood glucose levels. The patient reports taken glucagon as treatment prior to going to the hospital. Upon arrival at the hospital emergency room the patient was treated with glucagon as they had become unresponsive. The patient was at the hospital emergency room for 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.